Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implantable cardioverter defibrillator - ICD explant. Upon interrogation post-procedure, it was noted that the atrial lead exhibited high pacing impedance. It was theorized that the atrial lead may not be properly seated in the header of the ICD. No intervention was performed and the patient experienced no consequences.